Event description:
It was reported that the bd smartsite add-on bag access device experienced leakage. The following information was provided by the initial reporter: the spike had been attached and it was noticed leaking when the bag was mixing. Was the drug already in the bag?: drug had been pushed into the bag, and as I was turning to mix noticed it leaking out was there any harm to the operator?: nil harm to operator.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite add-on bag access device experienced leakage. The following information was provided by the initial reporter: the spike had been attached and it was noticed leaking when the bag was mixing. Was the drug already in the bag?: drug had been pushed into the bag, and as I was turning to mix noticed it leaking out. Was there any harm to the operator?: nil harm to operator.

Manufacturer narrative:
H6: investigation summary: a 10013365-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21075560. Further information provided by the customer indicates that the leakage occurred from the end of the spike; however it was not clear if the leakage was from the smartsite or the spike port adaptor of the product. Furthermore the customer confirmed that no damage was visible on the affected product. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21075560 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 10013365-0006 product in the past 12 months.